Event description:
Instrument failure - the threaded tip of the inserter broke off from the inserter and remained inside the acetabular cup.

Manufacturer narrative:
The reason for this compliant was to report the threaded tip of the inserter breaking off from the inserter. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a 5 minunte delay in surgery, however; surgery was completed. Examination of the returned inserter shows the threaded tip broken off (piece not returned), confirming the complaint. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance, refer to the instructions for use (IFU). Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Previous complaints against the reported lot number: 4. Summary of complaints: 2 functional, 1 threads damaged/galled, 1 bent, 15 broke/cracked/damaged. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.